Event description:
The customer received a blood glucose reading of 20mg/dl on the contour next link. She retested on a different meter and the reading was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided. Product was not replaced.